Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, storage and distribution records according to the description of the product used was conducted. All records revealed that the product lot was manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The screw was made to specification. There were no obvious material or component defects present. The fracture surface of the screw is consistent with fatigue.

Event description:
It was reported to k2m, inc on (B)(6) 2016 that a screw fractured. Patient was revised.